Event description:
Patient reported they were seen by their dentist for an exam and cleaning. Their dentist found that the patient is not tracking correctly and this has caused an unilateral posterior open bite on the right side. Also revealed in the exam was right tmj pain on wide opening with slight clicking lilaterally and masseter pain bilaterally. There is occlusal contact only present on #11-21, light contact on #4-29. Lower anterior (#23-26) havs a grade 1 mobility. Patient informed their dentist that they have trouble eating and is very concered that they will have lasting issues if not addressed. The dentist, in the best interest of the patient, recommends patient to discontinue treatment. The patient requires oversite that they are not currently receiving. A letter of recommendation provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.